Event description:
Gambro received limited information that a patient was undergoing a dialysis treatment with a polyflux 210 h dialyzer and exhibited signs of an allergic reaction. The clinical investigation is ongoing.

Manufacturer narrative:
The dialyzer was discarded and not available for technical investigation. Gambro performed a lot history record check. This lot was produced and tested without any nonconformities. There were 22.800 dialyzers produced and distributed worldwide from this lot number. Gambro performed a complaint history file check. There was one additional complaint reported for this lot number. The complaint was from the same clinic. Gambro does not regard the submittal of this report as an admission of causation or liability.